Event description:
During impaction of a 12 mm porous coated stem, it was noted that a crack propagated in the proximal aspect of the posterior femur. The prosthesis was removed and two cerclage wires were placed. Further attempts at placing the prosthesis, however, revealed that it would not fit into the proximal femoral metaphysis. A size 12 cemented prosthesis was then implanted.